Event description:
Litigation alleges that the patient suffers from pain. Update (B)(4) 2013- pfs and medical records received. Part/lot, doi, and dor for the left hip were provided. Revision operative notes indicated that the patient was revised due to instability. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: describe event or problem, other relevant history, explant date, patient code. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain. **update** 4/18/2013- pfs and medical records received. Part/lot, doi, and dor for the left hip were provided. Revision operative notes indicated that the patient was revised due to instability. There is no new additional information that would affect the existing MDR decision. Update 2/1/2017 and 2/2/2017- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 02/23/2017, 02/28/2017, 03/06/2017, 03/12/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the medical records from (B)(6) 2010 report dislocation. There was no new information provided that would affect the existing MDR investigation. The complaint was updated on: 03/15/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.